Event description:
Patient received general endotracheal anesthesia for low anterior resection. Forty-five minutes prior to end of procedure, the machine alarmed indicating power failure and ventilator failure. The emergency override button was pressed, anesthesia gases and ventilation of patient was continued by assisted ventilator. Although some power failure occurred, the emergency backup worked. Anesthesia continued to be delivered without further monitoring of caprographed gas analysis. Patient's vitals remained stable.